Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4) b5: subsequent to the initial MDR, additional information is available. D4 model no - additional information, d4 lot no - additional information, d4 expiration date - additional information, d4 UDI - additional information, g6 type of report ¿ additional information, h2: additional information, h4 device mfg date - additional information, h6: type of investigation ¿ additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.